Event description:
Customer states that false high results were produced on the access system for fsh and lh and that false low results were obtained for estradiol. There was no death or serious injury associated with these events and no treatment was based on the questionable results. Field service identified that some tubing was disconnected, wash buffer was 'caked' on and that there were many other maintenance issues with this system. While false results for the analytes identified by the customer would not be likely to cause or contribute to a serious injury, if the same outcomes were obtained with different analytes, i.e. Troponin or myoglobin, a false result could be used in treatment decisions and potentially contribute to a serious injury.